Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Codes were derived based on the info provided by the user facility in the maude event report and a written response from the user facility to an email sent by carefusion seeking additional info. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and found it to be meeting factory specs. The alleged problem was not verified. In addition the device was run through a complete checkout per the operator's and service manuals to ensure it met factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. Since the reported event was not verified, carefusion field service rep advised the user facility to try a new pt circuit if the problem recurs.

Event description:
The following info was provided by a carefusion field service rep and a user facility rep. "Field service rep reported this problem. Customer reported that the exhaled volumes are low on this ventilator. The ventilator is set for 400 ml tidal volume and the exhaled volume reading is 320 ml. The problem occurred during the initial setup on a pt. The ventilator was removed from this pt and placed on another ventilator. Customer claims there was no harm done to the pt. Care fusion field service claims he is not able to duplicate the problem at the same settings. He was not provided with a pt circuit installed on this ventilator when the problem occurred." "Vent changed out. Pt remained on ventilator support." The following description of the event was copied from a maude event received by carefusion from the FDA on november 14 2014. "On (B)(6) 2014: ventilator reading with low exhaled tidal volumes. Md at bedside order to change vent. Attempted to change circuit first with no change. Ventilator changed out. Pt with good return tidal volumes after ventilator changed. Ventilator removed and taken out of service. Carefusion called to check ventilator."